Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician believed that the (B)(6) was not device related and unknown on what causes of (B)(6).

Event description:
A report was received that the patient had skin blister and was (B)(6) for (B)(6) infection. The patient had leads pulled and an ointment nasal therapy was prescribed. The patient was doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e, serial#: (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had skin blister and was positive for (B)(6) infection. The patient had leads pulled and an ointment nasal therapy was prescribed. The patient was doing well.